Event description:
It was reported that a no disposable clamp tubing alarm was experienced. Green flow stop. Patient not affected. No additional information available.

Manufacturer narrative:
Corrected data: product information was updated.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Additional information: d4 UDI and g5 510k are unknown., corrected data: corrections to d1 brand name and d3 manufacturer name.